Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Additionally, as noted in describe event or problem, the scope detection slide was not functioning properly. Any connected scopes had to be adjusted several times before the unit recognized the scope. There was also minor cosmetic damage on the subject device. The lamp life meter was reading at 300+ hours, and the unit was equipped with an up-to-date power switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his visera 4k uhd xenon light source due to the high intensity mode not functioning properly during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, a faulty scope socket was discovered. This report is being submitted to capture the faulty scope socket confirmed during the device evaluation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Device evaluation found a faulty scope socket but detection of the scope was still functioning. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.